Manufacturer narrative:
(B)(4). The reported complaint that the cuff unable to fill with air was confirmed upon investigation of the returned sample. Functional testing was conducted by introducing air pressure into the pilot balloon and no inflation of cuff was observed. Blue die has been used to observe any leakage or blockage at cuff side arm or tube. Blue die flow through the air lumen and no leakage at cuff. The air lumen was confirmed to have blockage that prevented the cuff from inflating. A device history record review was performed, and no relevant findings were identified. Based on the investigation conducted, the root cause was identified as manufacturing related. Further investigations have been initiated under teleflex's quality system by the manufacturing site to evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that: before the intubation (when testing the cuff) the cuff is not filling despite the cuff balloon is full of air. There was no patient involvement.

Event description:
It was reported that: before the intubation (when testing the cuff) the cuff is not filling despite the cuff balloon is full of air. There was no patient involvement.

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4). In section d provided the full UDI # UDI related data quality updates only.

Event description:
It was reported that: before the intubation (when testing the cuff) the cuff is not filling despite the cuff balloon is full of air. There was no patient involvement.